Event description:
It was reported that the patient presented to the clinic for a routine follow up. The left ventricular lead exhibited loss of capture in all available pacing configurations. An x-ray revealed that the lead had dislodged into the superior vena cava. The lead was explanted on (B)(6) 2015. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).